Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that on (B)(6) 2024, the guidewire was damaged when it was punctured and needed to be replaced. The guidewire here should be smooth under normal circumstances, and the actual wire is broken and rough. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent guidewire was confirmed but the cause is unknown. A single photograph of the implicated guidewire was returned for evaluation. The guidewire contained multiple bends. One of the bends was located approximately two-thirds of the way from the proximal end. Three slight bends were seen in the flexible distal end of the guidewire. It is unknown how or when the bends occurred in the wire. There were no distinguishing features in the returned photographs which could aid in identification of a specific root cause for the bends in the wire. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on march 11, 2024, the guidewire was damaged when it was punctured and needed to be replaced. The guidewire here should be smooth under normal circumstances, and the actual wire is broken and rough. No other information was provided.